Event description:
It was reported that during a da vinci-assisted total laparoscopic hysterectomy and bilateral salpingo-oophorectomy surgical procedure, a piece of the force bipolar instrument broke off in the patient. The fragment was retrieved with a backup instrument. The instrument broke when the surgeon was cleaning the eschar off the instrument. Both the fragment and the instrument will be returned to intuitive surgical, inc. (Isi). The procedure was completed with no reported injury. On (B)(6) 2022, isi obtained the following information from the or director: the fragment was retrieved in the same procedure. A mega suturecut nd and a regular laparoscopic grasper were used to retrieve the fragment through the assistant port. No post-operative tests were required to check for remaining fragments. The instrument was used through the duration of the procedure. The instrument was inspected prior to use and it looked normal, nothing was out of the ordinary. The instrument broke when the surgeon was raking the eschar off the tip. The surgeon did not notice any issues with the functionality of the instrument during the procedure. There was no instrument collision nor did it collide with any hard objects while inside the patient. The surgeon does not know what caused the instrument to break. There was no injury to the patient and there have been no reports of any post-surgical complications related to this issue. The instrument and the fragment will both be returned to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm/reproduce the reported complaint. The instrument was found to have a broken molded insulator at the distal end. The molded insulator was broken off from the distal tip and was found to be completely detached from the instrument. The broken piece measured approximately 0.184" x 0.707" in size. No material appeared to be missing. As a result, the conductor wire was detached from its normal position on the grip tip. No damage to the conductor wire was observed. Root cause of this failure is attributed to manufacturing. A review of the instrument log of the force bipolar (part # 471405-06; / lot # n11210705-0030) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The alleged event occurred on the 12th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assist total laparoscopic hysterectomy and bilateral salpingo-oophorectomy surgical procedure, a piece of the force bipolar instrument broke off in the patient. The customer was able to retrieve the fragment in the same procedure. There was no injury to the patient reported. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.